Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the parkinson¿s disease patient had observed an end of service (eos) message on their patient programmer. It was further reported the ¿battery charge did not have 100% and ¿physician¿ mark was indicated at 50% remaining battery charge.¿ it was noted that approximately two years had passed since the patient¿s rechargeable implantable neurostimulator (ins) had been implanted. It was unknown whether the issue was resolved at the time of report, though the hcp noted the event was ¿not severe.¿ there were ¿no¿ surgical interventions performed and it was ¿unknown¿ whether any were planned; the patient was alive with no injury at the time of report.